Manufacturer narrative:
(B)(4). Date sent: 11/8/2021. D4: batch # u95n74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er320 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining twelve clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following "caution: the applier may be introduced through the appropriate diameter trocar sleeve with or without a clip in the jaw. The ratchet mechanism in the handle facilitates a one-way firing stroke and provides clip security in the jaws. Once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip did not hold the tissue. It is unknown how procedure was completed, but there was no delay and surgery was successfully completed. There was no patient consequence.